Event description:
It was reported that during the implant procedure, atrial lead dislodged. Physician completed the procedure by removing the dislodge lead and replacing with a new active fixation lead. Patient was stable.